Event description:
It was reported that the patient's device had a high impedance alert warning on their newly implanted right ventricular (rv) pace/sense/defib lead. It was unclear if this was caused by the device or by the lead. Both the device and lead are still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.